Event description:
Employee entered resident room to lay her down to sleep for the night. He brought the lift into the resident's room to move her from the geri chair, in which she sat, to the bed. He properly fastened the chains to the resident's canvas which was already placed beneath the resident in the geri chari. He slowly raised the resident slightly above the seat of the geri chair to move her onto the bed. After he raised her into the air, he began to back up holding the handle bar to move the resident. In moving back, the wheel on the left side of the lift spun around into a position where it hooked the table top of the geri chair. This hooking effect caused the lift to jerk making the resident in the canvas swing toward the employee. When the resident began to swing, she slipped, feet first, into the base of the lift hitting her knee around the main base of the lift.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-93. Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: design - human factors. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.